Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects it states, "material sensitivity reactions." And "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-08951 / -08952).

Event description:
It was reported that patient underwent left total hip arthroplasty on (B)(6) 2005. Subsequently, patient was revised in (B)(6) 2014 due to elevated metal ion levels, pseudotumor, and metallosis. It was further reported that during the revision procedure a black cystic structure; metallosis cyst; black-stained bursal type membrane; necrotic fat; gray-black fluid and tissue; black, soft, and granulomatous material; necrosis; cysts; and bone and tissue damage were alleged. The cup and head were removed an replaced.